Event description:
It was reported that pump experienced repeated malfunction alarms with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary, while technical support arranged shipment of replacement pump with updated software.